Event description:
Rn reported home patient (hp) was complaining of left shoulder pain and the hp's spouse reported an incomplete prime of the homechoice set. Rn stated the hp is repriming and treatments have been completed without incident. The hp received a chest x-ray, in which air was noted. No medical intervention per rn. Follow up with rn indicated patient's symptoms have resolved.